Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. The lot number was not provided; therefore, a search for production-related ncrs could not be performed.

Event description:
It was reported through the lvis pas clinical study that a patient with left superior hypophyseal aneurysm was re-treated post lvis stent assisted coiling. The patient had coil loop herniation in the internal carotid artery in the initial treatment for which patient remained on dual antiplatelet. On (B)(6) 2018 (post operative day 210) the patient was electively admitted for treatment of residual neck of the aneurysm with stent placement in the internal carotid artery. 3.5mm residual filling of the previously treated left superior hypophyseal aneurysm. Good wall apposition of the previously placed lvis stent across the aneurysm neck. There was again coil loop herniating into the parent artery and stretching down into the femoral artery. The coil lobe had a free-floating segment in the petrous left internal carotid artery. Lvis 4.5 x 32mm stent placement across the aneurysm neck with resultant contrast stagnation. Lvis 5.5 x 33mm stent placement across the petrous and lacerum left internal carotid artery. The free-floating segment of the stretched coil was secured against the vessel wall. Current patient status: patient states they are not worried, but reports they had two episodes yesterday, (B)(6) 2018, where they felt faint. Bp was around 120/80 all day yesterday. Taking amlodipine 5mg every evening. Reports adequate fluid intake; more than 64 oz/day since discharge. Denies bleeding, drainage, pain, swelling, redness at groin puncture site. Denies stroke symptoms. Patient will follow-up with primary care provider next week. Advised to continue to monitor bp, drink adequate fluids, follow-up with primary care provider and call with worsening/new symptoms. Patient verbalized understanding and was aware of the plan.